Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the pump was not returned to mmdg, no investigation could be completed. Because no investigation was completed, the complaint could not be replicated or confirmed.

Event description:
The initial reporter stated that the pump "stops working and turns off without alarming". They also stated that this resulted in the patient missing half of their nighttime feeding. Mmdg did follow up with the initial reporter and attempted to gather more specific information about the amount of their feeding the patient missed and how long this delay was, but the initial reporter was unable to provide this information. They did advise that the patient did not have any adverse effects from the delay. (B)(4)